Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed over-sensing and the over-sensing resulted in "brief inhibition pauses." The lead was removed, replaced, and no further patient complications have been reported as a result of this event.